Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead impedance was out of range on the right ventricular lead. The system was replaced. There is no information available regarding patient condition.